Manufacturer narrative:
(B) (4)

Event description:
The pt experienced "throat pain" when she walked through or near stores, specifically theft detectors/security gates which started about 4 months ago. The device was turned off at the time of exposure. It was noted that her device "sets off every device in every store and her throat hurt bad". She also had acute pain at the neurostimulator site when walking through the gates. Further info was requested from the healthcare professional.